Event description:
The patient experienced a return of pain symptoms. The pump was replaced (please see mfg. Report # 6000030200901430). The pain symptoms were relieved for 1 with the new pump and then returned worse than before. The medication dosage of the pump had been adjusted. No alarms were noted. The reporter suspected that the pump and catheter may not have been functioning properly. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.